Event description:
A customer reported that during a case, the system displayed a system message and the handpiece was switched out. The surgeon was able to complete the case after a 5 minute delay. There was no harm to the pt reported.

Manufacturer narrative:
A sample is being sent to the MFR for eval, but has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).